Event description:
Consumer claims received burns from ace hot/cold compress used on stomach over a tank top for 15 mins. Consumer indicated, she just had two surgical procedures and she did place the compress near the area of the incision. She went to her doctor who gave her solvidene and then put her on antibiotic cream for treatment.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Cautionary statement on package stated ".. Do not apply heat to broken and/or sensitive skin..." Regulatory compliance will continue to monitor on monthly trend reports.